Event description:
It was reported that a patient experienced decreased therapeutic efficacy over the ¿past four months¿ including increased stiffness, difficult moving, irritability, increased spasms, and less than 50% therapy relief in both legs. Baclofen withdrawal was suspected. The healthcare professional (hcp) has been increasing the intrathecal (it) baclofen dose with no improvement in symptoms; the patient started on oral baclofen ¿10mg 3 times a day as needed and then on (B)(6) 2015 was increased to 20mg 3 times a day as needed.¿ a catheter issue (break, kink, or occlusion) was suspected at an unknown location. The logs were checked, x-rays and a catheter dye study were performed on (B)(6) 2015. The hcp accessed the catheter access port (cap) with verification of port placement via fluoroscopy. The hcp was only able to aspirated 0.1-0.2 ml from the catheter access port with no further fluid aspiration beyond that. The hcp pushed 1-2ml of dye and visualized the dye going through the catheter and into the it space with some initial resistance but was able to push with minimal to no resistance. The hcp observed a mylegram with no visible fractures, breaks, or kinks. A second attempt to aspirate any fluid was unsuccessful. Patient was scheduled for catheter revision/replacement on (B)(6) 2015. The pump was used to infuse baclofen (lioresal). No outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that at the 2015 (B)(6) catheter revision, the inline connector of the existing proximal catheter segment appeared to be occluded. The proximal segment was removed and replaced with a new proximal/pump segment of an 8780. The patient¿s baclofen dose was decreased from 1049 mcg/day to 96mcg/day. The healthcare professional (hcp) was still in the process of titrating the patient¿s pump back to therapeutic efficacy, while weaning off the oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).